Event description:
During ligation of abdominal flap vessels and pedicle the clips lacerated the vessel. This happened several times during the procedure. The clips cartridges were then changed to cartridges from a new batch and the problem did not repeat. The patient subsequently developed a large haematoma and the case took 2 hours longer than scheduled. There were 5 defective cartridges involved in the event. All 6 clips from each cartridge were used. Medical intervention: vessels had to be tied and diathermied, slowing the procedure down as surgeons tried to manage the bleeding.

Manufacturer narrative:
Qn#: (B)(4). The device history review for the product horizon ti micro 6/cart 180/box lot# 73j2000835. Investigation did not show issues related to the complaint.